Event description:
It was reported that during a gastric sleeve procedure, there were misformed staples. The tissue was too thick for green magazine (for the black magazine, it will be too thick, too). The operation was four weeks after removing of gastric balloon. The surgeon stapled the tissue at the antrum/corpus area. Firing the instrument was ok (no application of excessive force), but after removing instrument from the tissue - the staples were misformed and patient was sutured by hand. No patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.